Manufacturer narrative:
The t:slim pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent auto-off alarms. Tandem technical support educated the customer on the pump's auto-off safety feature and assisted the customer with adjusting the setting. The customer also reported receiving multiple, intermittent occlusion alarms. To resolve the occlusion alarms, the customer clears the alarms and resumes insulin delivery. While at other times, a supply change was performed. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. In addition, the customer intermittently reported receiving inaccurate fill estimates. Reportedly, the contact believed that the customer was filling the cartridges with more than 300 units of insulin; however, was unsure. Tandem technical support was unable to perform troubleshooting as the fill estimate events had occurred in the past. Reportedly, the customer's blood glucose (bg) level was in the 400's (mg/dl) with moderate level of ketones. To address the bg level, the customer resumed insulin delivery and delivered correction bolus with the pump. The customer confirmed ketones were cleared by consuming lots of water and administering insulin.